Manufacturer narrative:
Part number# 317-45 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported that the cuff deflated during patient use. The end clinician elected to extubate and reintubate with a replacement tube.